Event description:
It was reported that a pt implanted 2005, with implantable ventricular assist devices (ivad) was experiencing higher flows on the right than on the left. The pt presented to the e.r. With decreased flows on the left. The pt was intubated, the blood gases were stable. Per a-line tracing, the aortic valve was opening and pressure from the native ventricle was close to the vad beats. An echo showed tricuspid regurgitation, a CT scan showed a kink in the cannula on the left side. The pt was taken to surgery and the outflow cannula was repositioned. The flows were restored and pt is stable.